Manufacturer narrative:
With a review of the available information there was no evidence of device malfunctions or performance issues of the device that would impact the reported event. The medical team indicated that the patient's reported hemorrhagic stroke may have been attributed to the recent diagnosis of bacteremia/sepsis; however, bacteremia/sepsis/ infection are more commonly associated with ischemic cerebrovascular accidents. Coagulopathies leading to intracranial hemorrhage can be caused by acquired and/or congenital disorders of hemostasis, overuse of anticoagulant therapy, and uncontrolled blood pressure. Patient's with certain risk-factors such as, smoking, cardiovascular disease and hypertension may also have an increased likelihood of stroke occurrence. In this case, the medical team discontinued the patient's aspirin regimen which may have been an indication of an issue with anticoagulant therapy. Though the root cause of the reported event cannot be conclusively determined there are patient, procedural, and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): stroke/neurological dysfunction and infection are known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains stroke and neurologic dysfunction as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke. In addition, those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections which may be transmitted via direct and/or indirect contact with contaminated surfaces. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the clinical database that this patient was admitted to an outside hospital with severe headache and vision changes. The patient was transferred to the implanting facility and was noted to be febrile. His neurological condition worsened to include facial droop and some aphasia. Blood culture results returned positive for streptococcus saliveras and CT head scan results confirmed hemorrhagic; which the medical team attributed the patient's concurrent diagnosis of bacteremia/sepsis. On (B)(6) 2015 the patient was taken the operating room for a craniectomy. Following the procedure he participated in rehabilitation and was fitted for a helmet. The patient was discharged home on (B)(6) 2016 with aspirin therapy discontinued and an inr goal of 1.5-1.8. The site planned to make the patient status 1a per unos at the end of (B)(6) (neuro recs) in hopes for transplant. The last report received indicates that the patient was doing well, still participating in rehabilitation; however, he does not wear his helmet while at home.